Event description:
It was reported that the patient has been a chronic dislocator. Head and liner was revised due to dislocation. The patient's initial surgery was done on (B)(6) 2014.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.